Manufacturer narrative:
Date of event: corrected date: the initial report inadvertently reported the incorrect events date.

Event description:
It was reported that the vns patient presented with bradycardia (heart rate ¿ 30bpm) and low oxygen levels (spo2 80%).

Event description:
Additional information was received regarding the patient. The patient did not have a pre-existing arrhythmia medical condition. There were no traumatic events or triggers prior to the arrhythmia. The event did not occur during diagnostics or a setting change. ECG was used to diagnose the arrhythmia, also spo value was 80% and hr was 30 bpm. It was unknown if the event was related to or made worse my vns. No interventions were taken and the patient was not hospitalized but was under observation. The generator is programmed on 1.5/500/30/3/5. The arrhythmia has not reoccurred.